Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately four weeks post implant that the patient experienced low heart rates. It was also reported that the right ventricular (rv) lead exhibited intermittent oversensing on current electrograms (egm) and recorded atrial tachycardia/ atrial fibrillation (af) episodes causing the implantable pulse generator (ipg) to pace below the programmed lower rate. The rv lead and ipg remains in use. No further patient complications have been reported as a result of this event.